Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that during stent deployment of a precise pro rx stent in an internal carotid artery, there was a near total cut on the stent delivery system shaft (sds) and the device separated into two parts. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Carotid artery stent placement was performed in a 99% occluded lesion in the right internal carotid of 20mm in length in a 7.0mm vessel diameter with no vessel tortuosity. There was 60% calcification. Access was via the right femoral artery, an 8fr. Cordis sheath was used with an 8f guiding catheter. Delivery of the sds to the lesion was ipsilateral, the sds did not pass through any acute bends and there was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site and the sds did not pass through a previously placed stent. The lesion was pre-dilated, there was some difficulty or resistance noted while crossing the lesion with the stent but not significant. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. While retracting the outer sheath during stent deployment the physician needed to apply unusual force to deploy the stent. At this time the cut in the shaft appeared, however, the stent expand fully with good wall apposition and post-dilatation was performed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15705808 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be take

Event description:
It was reported that during stent deployment of an 8mm x 40mm, 135 cmprecise pro rx stent in the internal carotid artery, there was a near total cut and the device was ripped into two parts from the proximal black part of delivery system. The shaft which is the size of the stent and the cordis logo is written there, the delivery system was not working so the physician pulled back the cover manually to complete deployment. It was successfully deployed.

Manufacturer narrative:
Concomitant devices: sheath: 8f cordis, guiding catheter: 8f, pre-dilation balloon: 2x20mm ¿maverick¿ ¿ boston scientific, contrast: ultravist, post-dilatation: 5x20mm ¿sterling¿ ¿ boston scientific. Additional details of the event were received that access was via the right femoral artery. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. Carotid artery stent was performed in a 99% occluded lesion in the right internal carotid of 20mm in length in a 7.0mm vessel diameter with no vessel tortuosity. There was 60% calcification. An 8f cordis sheath was used with an 8f guiding catheter. The stent delivery system did not pass through any acute bends. Delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was used during the deployment. The distal part of stent was opened. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated with a 2.0x20mm non cordis balloon at 14 atm for 10 seconds. There was some difficulty or resistance noted while crossing the lesion with the stent but not significant. In retracting the rest of outer sheath during stent deployment; the physician applied more force. The sds did not have to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. The stent expand fully with good wall apposition. Post-dilatation was performed with a 5.0x20mm non cordis balloon at 8 atm for 10 seconds. The stent was deployed at the intended target lesion. The cut occurred during stent deployment & retracting outer sheath. It occurred at 3f in the proximal part of the outer shaft (.038¿ od) where the size of the stent is written. There was no patient injury. Additional information is pending and will be submitted within 30 days upon receipt.